Event description:
It was reported that a customer experienced a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The technical support team provided instructions for a pump reset, which resolved the cgm error, and the caller successfully started a new sensor session. Additionally, the customer was informed that the rapid battery depletion was due to the pump actively searching for the sensor. The customer was advised to monitor the situation and call back if the issue persists, but no further troubleshooting was necessary as no other battery depletion issues were reported.